Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were alerts delivered by the device for noise even though the alerts were turned off via merlin.net. Technical support was contacted and advised that the episodes and diagnostics be cleared as a potential solution. The patient was stable with no consequences and will continue to be monitored.